Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 800 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump to address the issue and went to the emergency room (ER). Customer was treated with intravenous fluids of saline and insulin resolving the issue with no permanent damage. Customer declined troubleshooting with tandem technical support (tts). Multiple attempts were made by tts to obtain duration of ER stay; however, customer did not reply. The customer reverted to an alternate method of insulin therapy.